Manufacturer narrative:
Investigation summary impella 5.5 sn (B)(6) + purge cassette returned for evaluation. The returned product was investigated. The cannula was received cut from the catheter, so the pump was unable to be run in the lab. The cannula was soaked in a mixture of warm water and terga zyme to get rid of dried blood and check for biomaterial. A large amount of dried blood was found in the inflow cage. Biomaterial was found in the purge gap, underneath the impeller blades. No other abnormalities were seen. Data logs were returned for analysis. Suction alarms were seen at the beginning of the case, along with impella position unknown alarms. High purge pressure (hpp) and purge system blocked alarms were confirmed around 11pm on (B)(6) 2025, which did not resolve for the remainder of the case. Drop in purge flows was confirmed during the alarms. A gradual rise in the purge pressure was seen at the onset of the hpp alarms. No motor current spikes were seen outside of p-level changes, but the gradual rise in purge pressure coincided with a gradual rise in motor current for the same p-level. No other abnormalities were seen. Clinical details mention that the purge system was blocked, and purge flow dropped below 1 ml, and lysis protocol was discussed. The patient was also on ECMO support during the case. Purge pressure high: biomaterial was found in the purge gap from the product evaluation. Data log analysis confirmed drop in purge flows and high purge pressure alarms, with gradually rising purge pressure values. Clinical details mention that the purge system was blocked and purge flows dropped below 1 ml. The root cause of the high purge pressure was most likely biomaterial buildup based on the evaluation of the returned product, data log analysis, and provided clinical details. Device history lot device lot: 1946957 device history batch subcomponent lot: n/a device history review pump #(B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system block and low purge flow. Lytics were added to the purge to resolve the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.